Event description:
It was reported that the cover screw got stuck inside the implant. The doctor tried to remove the cover screw but the implant came out. Procedure was completed placing other implant. Tooth site 15. Impact reported on the patient: stress.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) was returned however, a device malfunction could not be verified. Upon locating the device, this investigation will be reopened and updated accordingly. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1279738. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1279738 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error - applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction could not be verified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.